Event description:
Device malfunction: stent fracture. Time of malfunction: post procedure. Time of symptoms/ ae: post procedure. Symptoms/ae: thrombosis, in-stent restenosis. The following event was noted through a periodic article review. It was reported that a patient underwent an uneventful internal carotid artery stenting procedure and 12 days post procedure a fractured stent with deformity that was exaggerated by neck flexion, in-stent stenosis of 60% with a thrombus inside that stent, was detected by angiogram. The patient presented with neck pain and superficial bruises on the neck and chest, and was re-admitted to the hospital. The reported cause for the stent fracture was repeated trauma and vessel kinking at the site of the stented area owing to the recoil of a shotgun to the patient's neck. The patient was started on heparin and lovenox, and was discharged home after one day of observation. A follow-up sonogram at 16 days after trauma revealed improvement in the stenosis. The heparin was discontinued 3 weeks after the stent fracture. A repeat sonogram 23 days after the trauma showed resolution of the clot and complete adherence of the stent to the arterial wall; the physician discontinued the lovenox at this point. No additional information was provided.

Manufacturer narrative:
Vessel kinking at the site of the stented area. This report involves a cased noted in an article. The device was not available for analysis. Pain, thrombosis and restenosis may occur and are listed in the device instructions for use. Three images were included and reviewed with the electronic version of the article and it is concluded that thrombus is visible within the stent. The stent is most likely not fractured. The acculink is an open cell self-expanding flexible stent and conforms to the surrounding structure. A few stent struts do point outwards from the stent structure. However, this appearance can be recreated with an intact acculink stent. It is most likely due to the independent ring expansion, a design feature fo the acculink stent. The rx acculink stent spans more than 2 vertebral bodies, and the length of the stent appears to be 4cm long. The lot number was not identified; therefore, a device history record review could not be performed. Attachment: munier nazzal, et al; fractured internal carotid artery stent". Vascular volume 16, issue 03, june 2008, page 179-182.